Event description:
Discordant calcium_2 results were obtained on an advia 2400 for two patients. The initial results were not reported to the physician(s). The same samples were repeated on an alternate instrument and the repeated results were reported to the physician(s). There were no known reports of adverse health consequences or patient intervention due to the discordant calcium_2 results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and instrument data and determined that the cause for the discordant calcium_2 results was due to an obstructed primary aspiration tube at the wash station. The fse replaced the tube, tested the system performance and ran qc. The instrument is performing within specification. No further evaluation of the device is required.